Manufacturer narrative:
The product was returned with the membrane completely unfolded and no visible blood on the catheter. The one-way valve was also returned attached to the catheter. The sheath was not returned for evaluation. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and was successful. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) catheter in an heart failure patient, the balloon was unable to be advanced. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) catheter in an heart failure patient, the balloon was unable to be advanced. The balloon was replaced. There was no reported injury to the patient.